Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The patient stated they have hyperglycemic and hypoglycemic unawareness and experienced a hypoglycemic event while driving. They stated they slowed down to a stop in a ditch and emergency medical services (ems) was contacted. It was indicated that when ems checked the patient¿s blood sugar, the bg meter was reading 24 mg/dl compared to the cgm reading of 333mg/dl. Treatment was provided to the patient; however, they did not provide details. At the time of contact, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.